Manufacturer narrative:
A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log fil was submitted for review due to a pump stop on (B)(6) 2019. During the analysis of the log file, 2 pump stops observed that happened within 2 minutes. There was an original pump stop while on power module and while the pump was starting back up the patient disconnected the driveline causing the second pump stop. This type of behavior has been linked to potential issues with the percutaneous lead. X-rays revealed that the areas of most concern are external portions of the driveline. On (B)(6) 2019, the patient underwent a driveline evaluation/repair. 3 inches from the exit site of the percutaneous lead replacement was repaired. After the repair, the patient was tethered on a grounded patient cable without issue. The removed percutaneous lead will be returned for evaluation. No further information was provided.

Manufacturer narrative:
Section b1: correction. Section d4: additional information. Section g3: correction. Section h3, h4: additional information. Manufacturer's investigation conclusion: incidental finding: superficial jacket damage to the returned segment of the percutaneous lead. The report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas. Evaluation of the submitted log file confirmed a pump stop that appeared consistent with a potential driveline issue as well as a pump stop consistent with a disconnect of the driveline. Additionally, cosmetic damage to the driveline was confirmed during this evaluation. All of the captured events occurred while operating on the power module. The system resumed operating at the set speed after each event. The exact duration of the pump stops could not be determined. An on site driveline repair was performed on (B)(6) 2019 by abbott personnel. The driveline was severed approximately 3" from the exit site and the distal portion was replaced with no issues. The approximately 15" segment of driveline replaced by technical service was returned for evaluation. Additionally, a severed segment measuring approximately 3¿ was returned separately. Examination of the driveline revealed a tear in the silicone jacket approximately 2.5¿ from the controller connector. There was no visible damage to the bionate and there was some breakdown of the braided shield approximately 2¿ to 3¿ from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. The patient was discharged home on a grounded patient cable. Per the vad coordinator, the patient was seen in clinic and there were no further issues since the driveline replacement. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.